Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is full weight bearing on a non-union. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2017 that a sign im nail implanted to repair a fracture was exchanged due to a non-union and a broken nail. The broken im nail was replaced with a 10mm x 380mm standard nail per the sign technique manual. Surgeon comment: "patient had a nail breakage with fracture reoccurrence after full weight bearing. A repeat surgery was done a week later. The broken sign nail was removed and a longer nail exchanged for it."